Event description:
Edwards received information that it was unable to remove venous blood during use of this single stage venous drainage cannula. After cannulation into inferior vena cava, this cannula was connected to the bypass. Shortly after that, the customer noticed that the blood could not remove intended flow volume. Although the customer attempted to adjust the position of the cannula, the problem was not resolved. So, the cannula was removed and exchanged with a non-edwards cannula prior to the initiation of bypass. There were no patient complications reported. The patient status was reported as recovering. The cannula was returned for evaluation. Per the customer, the causal relationship between the event and the cannula was unknown. The customer also commented that there was no visual abnormality observed in the cannula, and there was no problem with the connection found between the device and the tube of the bypass. The device was stored horizontally on the shelf in the storage room at the hospital.

Manufacturer narrative:
H10: additional narratives: there may be several failure modes that require an exchange of arterial or venous cannulae after the initiation of bypass. This will require a temporary interruption of cpb. Since the patient blood flow is dependent on cpb during this portion of the procedure the risk of injury is not remote. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.